Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy, they were not getting good coagulation. Used a new like device to complete the case with no patient consequence.